Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and coils only removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced alopecia ("go bald"), skin disorder ("terrible skin") and tooth loss ("teeth fall out"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, weight increased, alopecia, skin disorder and tooth loss outcome was unknown. The reporter considered alopecia, medical device removal, skin disorder, tooth loss and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal, weight increased, alopecia, skin disorder and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow up received from social media. Reported information was added. Non-serious events added: weight gain, alopecia, skin disorder nos, and tooth loss. Information about the new reporter was added as per the source document. On 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and coils only removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.